Manufacturer narrative:
Unit was received with intermittent button response due to moisture damage on keypad traces. No button error alarms noted. Missing end cap sticker noted. Moisture damage noted on electronic assembly during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose level was 162 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.